Event description:
It was reported that a revision surgery was required due to liner failure and metallosis on the right knee.

Manufacturer narrative:
The associated complaint device was not returned. Without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened. We consider this complaint closed.